Event description:
The facility reports the chair unit with the pt in it became detached from the hoist and fell onto the floor. No injuries occurred and the hoist was taken out of use. Awaiting examination.